Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance as recording low intrinsic amplitude. It was subsequently explanted and replaced with a non-medtronic lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).